Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause for the reported event cannot be determined; however, the most likely cause for this type of the beak damage can attributed to impact damage and extreme force being applied during use. The instruction manual warns users: ¿impact, fall, shock or similar stress can damage the ceramic insulation at the sheath's distal end."

Event description:
Olympus was informed that at the conclusion of an unspecified procedure, the tip of the inner sheath broke off. It was reported that the device fragment did not fall into the patient. The procedure was completed with the same device. There was no patient injury reported.